Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 syringes 5ml ll eurographics had packaging units that tore while opening, leaving paper shards in the sterile field. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered packaging difficult to open / tears (20) related to luer lok and luer slip tip syringes."